Event description:
It was reported patient underwent orthopedic salvage system procedure on (B)(6) 2007. Subsequently, patient underwent a revision procedure (B)(6) 2011 due to a fall. The bearing was removed and replaced. Another revision procedure was performed (B)(6) 2013 due to pain. The 14 mm bearing was removed and replaced with an 18 mm bearing. The axle, poly lock pin, yoke, and bushings were also removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2012-00261 / 00262).